Manufacturer narrative:
S/w version 5.3a. Retainer ring = black. Case type =ngp. Customer returned pump for alleged prime anomaly & rewind anomaly & failed battery test & no delivery alarm/occlusion-unknown timing on 23 march 2023. Unit was received with battery cap and found no anomalies on battery cap. Unit passed active current measurement, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit failed to pass the sleep current measurement due to high current. P-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump for history files and traces. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert occurred on 03/21/2023 18:18 in history files. Pump was cut to perform visual inspection found moisture damage on the pcb 1 force sensor. Motor was tested outside of unit and it passed. No no delivery alarms were found on event date in history files and traces. The following were noted during visual inspection: scratched case, battery tube threads cracked, pillowing keypad overlay. Swapped pcb 2 with test pcb 2 and it functioned properly. Failed battery test is not confirmed. No delivery is not confirmed. Prime anomaly & rewind anomaly is not confirmed. Unexpected battery power loss is confirmed and isolated pcb 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a failed battery alarm and received false no delivery alarms. The customer also reported that the insulin pump forces to prime/rewind multiple times. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will continue using the insulin pump and will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.